Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the rectum, the device operated normally with the first cartridge at the first firing, but when they were trying to perform the second firing after loading the second cartridge, the device was locked and the knob did not advance. A new device was used to continue the procedure. There was no influence on the patient. There was no patient injury.